Event description:
Reporting status: malfunction, reporting rationale: loose stent has caused or contributed to patient injury previously, device issue: loose stent. It was reported that the pixel stent delivery stent system was advanced towards the lesion, but it could not cross the lesion. The sds was removed from the patient and the stent was found loose on the balloon. The procedure was completed without deploying a stents. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The inability to cross a lesion and the subsequent stent movement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The moderately tortuous anatomy and moderately calcified lesion likely contributed to the event; however, without the device to examine, no conclusive root cause can be determined.